Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that during procedure for pain stimulator in back their "heart rate went low into 30's". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.